Manufacturer narrative:
This follow-up report is being filed to correct information. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2013-02868 / 02869 and 2016-02778).

Event description:
Patient experienced pain, loss of mobility, and ambulation difficulties approximately 3 years post-implantation on the left side. No revision procedure has been reported to date. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-02868 / 1825034-2013-02869 / 0001825034-2016-02778). Remains implanted.

Event description:
Patient reported a revision procedure has been indicated 3 years post-implantation due to pain, loss of mobility, and ambulation difficulties. No revision procedure has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 1822565-2016-04280.